Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device cannot open database/login failed. A field service engineer identified that a full hard drive was causing the station to lock up. Sufficient files were removed to allow the technical support specialist (tss) agent to remotely access the system. The agent cleared approximately 30 gb of unnecessary log files. Due to database corruption, the database was deleted and a full synchronization with the server was initiated. Tss was currently monitoring the synchronization process. No verification test is available at this time, as the database synchronization is still in progress. The station was currently under tss monitoring to ensure successful completion of the data synchronization process. The system functioned as intended after the field service engineer and technical support specialist repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, unable to open the database requested by the login but the login was failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, unable to open the database requested by the login but the login was failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.